Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion of an intraocular lens (iol) into the eye, there was a cartridge problem. Reportedly, the lens was half way in the eye and it would not go all the way in. The cartridge was reported being cracked. No further information was provided.

Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 08/15/2017. Device returned to manufacturer?: yes. Device evaluation: the cartridge was returned to the manufacturing site for evaluation and showed no viscoelastic residue. The damage on the cartridge crack suggest it could be associated to the handpiece push rod. The reported cartridge crack was verified. However the reported partial delivery was not verified. Manufacturing records review: the manufacturing records for the cartridge could not be reviewed as the lot number was not provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.